Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events of noise and low pacing lead impedance were confirmed in the laboratory via review of programmer reports. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The device header was inspected using x-ray and no anomaly was observed. The cause of the field events could not be determined.

Event description:
It was reported that the patient presented to the hospital after receiving an alert for low pacing lead impedance. It was also noted that noise episodes were observed. During explant procedure, blood was detected inside of the header. Device was explanted and replaced. Patient condition is good.